Manufacturer narrative:
After a thorough review of the equipment and procedural aspects at the hospital and given the isolated and clustered occurrence of these infections, it is suregons opinion that these infections were unrelated to the naviswiss technology. Rather, it appears to be a result of basic procedural issues within the re-processing department, which have now been rectified through additional training measures. These training measures were carried out on (B)(6)2023 and included a thorough review of basic hygienic processes and the well described naviswiss re-processing instructions. Following this initiative, the issue has not recurred. Again, it is surgeon opinion that these 3x cases of post-operative infection were unrelated to the naviswiss platform. Product was not returned for investigation. Naviswiss reported the three cases in one report (see: MDR 3017123055-2023-00001). Naviswiss admits that at the time of reporting the event, it was not aware that a separate report was required for each event in a series of reportable MDR events, as required by the FDA guidance document "medical device reporting for manufacturers, guidance for industry and food and drug administration staff". The current report is intended to remedy the omission of not having submitted a separate MDR report for each event and refers to the second case. In response to the incident reported, naviswiss has taken decisive steps to strengthen their reporting and sterilization processes, ensuring such an occurrence is rigorously prevented in the future. The implementation of updated procedures and the creation of a new sterilization process reflect naviswiss's commitment to patient safety and quality assurance. These actions demonstrate naviswiss's resolve to maintain the highest standards and reinforce our dedication to the well-being of our patients.

Event description:
A surgeon performed a review of his most recent 118 total hip arthroplasty (tha) cases that involved the use of the naviswiss technology. This review was triggered by the incidence of 3 out of 118 cases presenting with post-operative infection that required ongoing management. The single incidents occured in (B)(6) 2022 and were not reported as single incidents to naviswiss. In (B)(6) 2023 naviswiss was informed regarding the situation. No allegation was made against the medical device, furthermore the suregeon located the root cause in the in-house reprocessing process (non-compliance). See also section b7. Naviswiss reported the three cases in one report (see: MDR 3017123055-2023-00001). Naviswiss admits that at the time of reporting the event, it was not aware that a separate report was required for each event in a series of reportable MDR events, as required by the FDA guidance document "medical device reporting for manufacturers, guidance for industry and food and drug administration staff". The current report is intended to remedy the omission of not having submitted a separate MDR report for each event and refers to the second case. In response to the incident reported, naviswiss has taken decisive steps to strengthen their reporting and sterilization processes, ensuring such an occurrence is rigorously prevented in the future. The implementation of updated procedures and the creation of a new sterilization process reflect naviswiss's commitment to patient safety and quality assurance. These actions demonstrate naviswiss's resolve to maintain the highest standards and reinforce our dedication to the well-being of our patients.